Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed device integrated circuit memory error.

Event description:
It was reported that the device was unable to be interrogated. A notification message appeared on the programmer stating it did not have the right software. Multiple programmers were tested on the device without success. Early battery depletion was questioned. Device data revealed there was bit flip which caused the software to not recognize the device and displayed the message. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.